Event description:
This report was received from global pharmacovigilance (gpv) and is a literature report from (B)(6) of eosinophilic peritonitis and severe bronchospasm in a patient subsequent to dianeal therapy. On day 21 after the initiation of baxter dianeal, the patient was hospitalized for severe bronchospasm. There was no abdominal pain; however the dialysate bags were turbid. There was blood hyper-eosinophilia, (1,145/mm3 and eosinophilic peritonitis (750 gb/mm3, 95% eosinophils). Infectious etiology was ruled out, and an allergy hypothesis was considered. The patient received corticosteroid therapy of 2mg/kg/d over 8 days. The route, lot number, manufacture and brand name were not reported. The patient improved, however the bronchospasm persisted. An allergic response to the phthalates in the dialysis bags was considered. The baxter system was discontinued in favor of pvc free bags,(fresenius) without recurrence of peritonitis or bronchospasm upon completion of corticosteroid therapy.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.